Event description:
It was reported that during an in-office visit there was difficulty interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Telemetry troubleshooting was performed and was successful. Upon review, it was noted that the smart pass feature was disabled due to low amplitude. A treated and untreated episode of oversensing was also noted. The patient was presented for additional testing and it was noted that all 3 vectors were failing. High shock impedance measurements were also confirmed. Troubleshooting options were discussed and recommended. However, it is the discretion of the physician as to how to proceed. If the patient fails the study, he may want to consider a tv ICD and not try to revise the sicd. Currently, this s-ICD remains in service and no adverse patient effects have been reported.